Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 411mg/dl. The customer states trying to treat the high levels with the pump, but the device only delivered a few units, and then it read no delivery alarm. The customer states she ended up going to the hospital for diabetic ketoacidosis. Troubleshooting was conducted. The customer was advised to try new set and reservoir and see if issues continue. Customer was advised to call back if needed.